Event description:
It was reported by service report that the footboard scale assembly was cracked. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - damaged and loose footboard modules.